Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2024. During withdrawal of the balloon, the rx tunnel (black segment or sheath) detached into the channel of the scope. When the customer was feeding another device over the guidewire, they noticed the rx tunnel start to come out of the scope into the bile duct. The customer was able to pull the rx tunnel out of the duct and reported that nothing was detached into the patient. A photo of the device was provided by the customer and shows that the rx tunnel of the device was detached. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.